Event description:
A hybrid system with 4 wire carriage and bone screws was applied to a proximal tibia. One week later the patient was taken back to the or to wash out the infection. While moving the patient to the or table, the wire carriage broke. There was no injury to the patient. The entire carriage was replaced at that time.